Manufacturer narrative:
Additional information: d4, d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The product had been rinsed and most of the remaining blood residue was able to be removed by rinsing the oxygenator. Coagulated blood was visible in some areas of the membrane. A review of the batch documentation was performed. There were no non-conformities observed during the manufacturing process. There were (B)(4) quality events found during the review, but none of them were related to the failure pattern at hand. The described situation was determined to be adequately addressed in the instructions for use (IFU) and/or on the label. The returned sample underwent functional testing. The performance test showed that the oxygenator¿s oxygen transfer rate was within specification at 41 ml/min (limit 36 ml/min). The carbon dioxide transfer rate was 104 ml/min and was not within specification (limit 111 ml/min). The log data from the console was provided for review. The log data did not give any indication of a thrombus/clot in the pump head (increased power consumption), or formation of blood clots in the membrane (increased delta p). Based on the provided blood gas analysis on (B)(6), the oxygen transfer rate was around 184 ml/min (fio2 (B)(4)) and increased to 203 ml/min (fio2 (B)(4)). These values are about (B)(4) of the performance data given in the instruction manual for a flow of about 4 l/min. The investigation of the complaint sample showed that the transfer rate for oxygen was within specification, however, the gas transfer rate for carbon dioxide was about (B)(4) below the acceptable limit. It is likely that the performance of the gas exchanger was reduced by clots in the oxygenator which could not be removed. It is unknown if the clots in the product occurred during treatment or during storage after treatment. Therefore, a definitive cause for the reported low po2 levels could not be determined.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console with the xlung kit 230 experienced less than optimal oxygenation during support requiring medical intervention. Upon follow up, it was reported this patient was placed on ECMO support following post-cardiotomy heart failure, presumably on (B)(6) 2024 (as the event occurred on (B)(6) 2024 and was reported as 8 days following initiation of support). ECMO settings included venoarterial cannulation with flow rates of 4.3 to 4.9 l/min that required 5600 to 9000 rpm and a sweep gas between 2.0 and 4.5 l/min. Following 8 days of ECMO support on (B)(6)2024, arterial blood gas testing conducted in the hospital presented with an arterial oxygen of 105 mmhg at 100% fio2. Photographic evidence of additional arterial blood gas testing showed arterial oxygenation at 73.6 mmhg that demonstrated moderate hypoxemia with a high ventilatory demand, indicated by an arterial carbon dioxide of 54.8 mmhg. The sweep gas was set at 3 l/min with a fio2 of 80% at the time of arterial blood gas testing. Minimal clots were noted in the oxygenator, and vascular catheters were unremarkable. To address the suboptimal oxygenation and mild hypercapnia, ventilatory efforts were increased but patient response was not reported following this parameter change. The patient did not experience any deleterious or ongoing effects from moderate hypoxemia as ventilatory demands were met and it was inferred the patient recovered from suboptimal oxygenation. On an unreported date, the patient¿s attending physician decided to discontinue ECMO support, and the patient subsequently expired thereafter. The cause of death was determined to be from a declination in health following post-cardiotomy with heart failure. It was confirmed the patient¿s death was not due to a deficiency or malfunction of any fresenius/ xenios product(s) or device(s). The xlung kit was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ECMO support utilizing the xlung kit 230 and moderate hypoxemia as demonstrated by arterial blood gas testing. Though it was stated the patient¿s hypoxemia was a result of a malfunction of the oxygenator in the follow-up, the ability to meet the patient¿s ventilatory demand and reverse hypoxemia demonstrates the product performed as intended for a dynamic and tenuous ECMO case. A temporal relationship does not exist between the patient¿s ECMO support and the patient¿s death. This is supported by the reported cause of death as complications following post-cardiotomy heart failure after discontinuation of ECMO support. Concerning the patient¿s moderate hypoxemia, based on the value in the arterial blood gas testing, this would not typically pose risk to the patient. This is further evidenced by the care team¿s ability to normalize oxygenation with an increase in ventilatory settings without any reported harm to the patient. It is well known efficacy of oxygenation during ECMO support depends on multiple factors including patient¿s response to ECMO support in the environment of severe cardiopulmonary failure as seen in this case. Concerning the patient¿s expiration, it is well established critically ill patients on ECMO support carry a high risk of mortality due to underlying pathology and/or the patient¿s response to ECMO support. Regardless, it was confirmed the patient¿s death was not related to the performance of any fresenius/xenios device(s) or product(s) utilized. Therefore, the xlung kit 230 can be excluded as the root cause of this patient¿s adverse event. Based on the provided information, there was no allegation or objective evidence that any fresenius or xenios product caused or contributed to this patient¿s adverse events.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console with the xlung kit 230 experienced less than optimal oxygenation during support requiring medical intervention. Upon follow up, it was reported this patient was placed on ECMO support following post-cardiotomy heart failure, presumably on (B)(6) 2024 (as the event occurred on 10/jun/2024 and was reported as 8 days following initiation of support). ECMO settings included venoarterial cannulation with flow rates of 4.3 to 4.9 l/min that required 5600 to 9000 rpm and a sweep gas between 2.0 and 4.5 l/min. Following 8 days of ECMO support on 10/jun/2024, arterial blood gas testing conducted in the hospital presented with an arterial oxygen of 105 mmhg at 100% fio2. Photographic evidence of additional arterial blood gas testing showed arterial oxygenation at 73.6 mmhg that demonstrated moderate hypoxemia with a high ventilatory demand, indicated by an arterial carbon dioxide of 54.8 mmhg. The sweep gas was set at 3 l/min with a fio2 of 80% at the time of arterial blood gas testing. Minimal clots were noted in the oxygenator, and vascular catheters were unremarkable. To address the suboptimal oxygenation and mild hypercapnia, ventilatory efforts were increased but patient response was not reported following this parameter change. The patient did not experience any deleterious or ongoing effects from moderate hypoxemia as ventilatory demands were met and it was inferred the patient recovered from suboptimal oxygenation. On an unreported date, the patient¿s attending physician decided to discontinue ECMO support, and the patient subsequently expired thereafter. The cause of death was determined to be from a declination in health following post-cardiotomy with heart failure. It was confirmed the patient¿s death was not due to a deficiency or malfunction of any fresenius/ xenios product(s) or device(s). The xlung kit was reported to be available for manufacturer evaluation.